Manufacturer narrative:
(B)(4). No further information is available at this time. A follow up report will be submitted when the evaluation results become available.

Event description:
A customer contacted baxter (B)(4) regarding a transfer set that separated from a titanium adapter. The separation occurred immediately after connected. The transfer set had been used for one day. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). One used transfer set was received with cap on spike and no cap on patient connector in reference to a separation. During visual inspection no manufacturing abnormalities were noted. The transfer set was tested underwater with no leak noted. This complaint could not be confirmed; therefore, the root cause of the complaint cannot be determined. The lot number was not known, so no batch review was performed. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.